Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
After a 12mm x 80mm x 120cm smart control self-expanding stent (ses) system was released, it was found that the stent had shortened. An additional stent was placed due to the reported event and no additional intervention was required. The patient¿s status was normal after the procedure. The intended target site was a 70% occluded iliac artery lesion of 70mm in length in a 11mm vessel diameter. There was no calcification or vessel tortuosity. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The access site was the femoral artery and the intended procedure was treatment of iliac artery stenosis. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. There was also no difficulty crossing the previously deployed stent. There was no difficulty or resistance during deployment. The lesion was post-dilated after stent implantation with a 6x12 cordis balloon at 6 atmospheres (atm) and the residual diameter stenosis was 10%. There was no thrombus noted post deployment. There was no reported patient injury. The product was returned for analysis. A non-sterile smart control 12x80 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the stent was observed deployed from the unit and the stent was not returned. Blood residues were observed on the handle of the unit. No other anomalies were observed on the unit. Per film review, physician review of this case states ¿a single frame from a digital subtraction image was submitted for review. No contrast images or unsubstracted images are provided. No imaging of the target vessel segment pre-treatment are provided. In this single image there appear to be kissing iliac stents in place from bilateral retrograde common femoral artery access. The left iliac stent appears normally deployed with normal stent architecture. The right iliac stent demonstrates foreshortening of the distal third of the stent with compressed stent architecture and narrowed interstices. The proximal aspects of both stents are at the same level in the distal aorta. Wire access has been maintained bilaterally. No completion images are provided¿. A product history record (phr) review of lot 17914369 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses - incorrect length - too short¿ was not confirmed since the actual stent was not returned. The cause of the reported condition could not be conclusively determined during the analysis. Per clinical report, physician review of this case states ¿the product appeared normal prior to use and was prepped in standard fashion. From the limited information provided, the most likely scenario is that the treating physician placed additional forward force during the deployment of the distal third of the stent resulting in an accordion effect and foreshortening of the stent. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. In my practice, when I place smart stents, I place very gentle retraction on the stent after initial wall apposition has been achieved. This overcomes the natural tendency of the operator to push the deployment catheter forward while watching the stent deploy on the monitor. In my opinion, technical factors and deployment technique contributed to the reported event. This does not appear to be a case of device failure or malfunction. The treating physician managed this correctly by placing an additional stent and the patient experienced no complication¿. Neither the phr review nor the product analysis nor the film analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Concomitant medical products: 7f cordis sheath introducer, 9f guiding catheter, 6x12 cordis balloon catheter. The remainder of the device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a 12mm x 80mm x 120cm smart control self-expanding stent (ses) system was released, it was found that the stent had shortened. There was no reported patient injury. An additional stent was placed due to the reported event and no additional intervention was required. The patient¿s status was normal after the procedure. The intended target site was a 70% occluded iliac artery lesion of 70mm in length in a 11mm vessel diameter. There was no calcification or vessel tortuosity. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The access site was the femoral artery and the intended procedure was treatment of iliac artery stenosis. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. There was also no difficulty crossing the previously deployed stent. There was no difficulty or resistance during deployment. The lesion was post-dilated after stent implantation with a 6x12 cordis balloon at 6 atmospheres (atm) and the residual diameter stenosis was 10%. There was no thrombus noted post deployment. Additional patient details were requested but are not available. The device will be returned for analysis. An image was provided and was sent for external review.